Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device only lasted 3 years and they were told it would last 5-6 years. When the rep came to see them, they said the ins was shot because they ran it too high. Then the patient stated that the device only really lasted 2.5 years. The ins was replaced. No patient symptoms were reported. No further complications were reported.